Manufacturer narrative:
Customer's initial contact was reported in case number (B)(4). They reported that all drawers failed on the pas-es device following a user initiated reboot. Error displaying was "device not detected on bus". A second case was created for the same event (B)(4) about an hour later. The customer reported the drawer failures occured during a procedure but there was no harm or impact to the patient. The field service technician went on site and determined that the comm cube was the source of the failure. The comm cube was replaced and no further issues were identified.

Event description:
Customer reported all drawers failed after a user initiated reboot on an anesthesia device during a procedure. No patient or user harm was reported.